Event description:
A nurse was reported that during intraocular lens (iol) implant procedure, the plunger overshot the lens. No patient harm was reported.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).